Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. A manual ventilation kit was installed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, it was noted that manual mode of ventilation was not functional. There was no report of patient involvement.